Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system continued to shoot, would not stop even when turned off. However, the fe reported the system did not continue to fluoro. It went into an alarm state with communication failure error. There are no reports of patient injury or death associated with this event.